Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the usb port may be damaged and the pump battery was unable to be charged properly. There was no reported adverse impact to customer's blood glucose. Reportedly, the customer reverted to using another pump for insulin therapy.